Manufacturer narrative:
Evaluation summary: device returned with a kink evident on the hypotube 20cm distal to the strain relief. The stent was positioned on the balloon between the marker bands as per specifications. A kink was evident on the distal shaft causing deformation to the 22nd, 23rd, 24th and 25th stent struts with struts raised. No deformation was evident to the distal tip. The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a non-tortuous and severely calcified lesion, located in the proximal circumflex artery, exhibiting 90% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that there was a positioning difficulty through the lesion and therefore the stent was pulled back and a stent deformation was noted. The procedure was completed. Make and model of devise used is unknown. It was informed that the event was due to use of the device in difficult lesion morphology. Patient status post-procedure is alive with no injury.